Manufacturer narrative:
This report is for an unk - nail head elements: dhs/dcs blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, dhs plate could not be connected to dhs blade. Devices are got jammed. The surgery was completed successfully with 45 minutes delay. There was no consequence of the patient. This complaint involves two (2) devices. This report is for (1) 130 deg lcp dhs plate standard barrel 2 holes/60mm. This is report 2 of 2 for (B)(4).